Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported a bent cannula as well as hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 37 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Hyperglycemia did not resolve with multiple bolus corrections (3 units every hour) and a new pod. The patient went to the emergency room and was diagnosed with diabetic ketoacidosis (dka). Medical attention was sought at slk heilbronn. Symptoms reported include weakness, dizziness and decreased appetite. The patient was treated by drinking water and with 6-7 units of insulin. The patient was released after 2-3 hours.